Event description:
It was reported that pump issued repeated cartridge alarms, including cartridge alarm 20, and customer¿s blood glucose reading showed as ¿high¿ with specific value unknown. There was no reported impact to the customer¿s blood glucose level beyond the high reading and no indication of severe harm. Customer delivered correction bolus using pump, did not require third-party assistance, and agreed to continue using pump with alternate method if needed while tandem technical support arranged replacement pump within warranty; support confirmed shipping details, instructed customer to place old pump in storage mode and return it within 10 days using provided materials, and advised customer to program pump settings and reconnect continuous glucose monitor on replacement device.